Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2007; 5076 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was high atrial threshold. The lead remains in use. No patient complications have been reported as a result of this event.